Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the difficulty inserting the pump through the introducer was unable to be determined as no product was returned and limited clinical details about the event were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 42 year-old female patient presenting with acute myocardial infarction and cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. During implantation, loss of wire position in the left ventricle occurred while advancing the impella 5.5 device. The catheter was withdrawn from the sheath, and the wire was successfully readvanced. Resistance was noted during pump insertion through the introducer. After the wire was readvanced the impella 5.5 device was successfully placed. The surgeon reported visualization of intimal tissue within the graft during trimming and noted that this may have occurred when the impella was pulled back. The patient remains on support with the impella operating at performance level 4 with flows of 1.9 liters per minute. The purge solution consists of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate.